Event description:
Boston scientific crm received information that during a device replacement procedure, the right atrial pacing lead could not be removed from the device header, due to a stuck setscrew. The lead was capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.